Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and released and the procedure was completed successfully. During the post-implant transesophageal echocardiogram, a pericardial effusion was discovered. The effusion was small and stable; therefore, no interventions were performed. The patient was asymptomatic and the device remains in service. No other complications were reported.